Event description:
Caller reported a malfunction on the pump, specifically malfunction code 6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.